Manufacturer narrative:
Patient information was requested and the customer declined to provide the information.

Event description:
The customer reported the device restarted. The customer reported there was patient involvement and no patient harm.